Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg wound would not fully close and there was an infection at the ipg site for approximately two years since implant (B)(6) 2021. Surgical intervention took place wherein the system was explanted to address the issue and the patient was prescribed antibiotics.